Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were not able to clear the alarm. Customer stated they received low battery prior to replace battery alert. Customer stated they had power loss alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly. Unable to verify pump error 68 or 23 or 35 or 49 alarm or charge or battery lasts less than expected due to blank display. Device was received with faded serial number label, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p cap locks properly into place.